Manufacturer narrative:
Additional info: product analysis: visual and optical examination confirmed dynamic jaw is broken off at the base of the shaft. The location, orientation and morphology of the fracture is consistent with lateral bend stress overload. After visual and optical evaluation, the observations are consistent with lateral bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: spinal stenosis procedure: microdiskectomy it was reported that during surgery, the mouth of the forcep broke off when it was being used to remove disc material. All parts were retrieved from the patient and the procedure continued to completion. No patient complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.